Manufacturer narrative:
Patient weight not available as it was declined by the neurosurgeon. Upon further follow-up, it was reported that the medtronic representative's have taken precautions to avoid the issue occurring since the issue occurred; this includes disabling all non-active plans and avoiding use of full-screen frame settings dialog and mirror function. Per engineering review, the reported event was related to a software issue. The reported behavior is consistent with the anomaly documented in the medtronic navigation software anomaly tracking database, which has been fixed in cranial 3.0.2. The issue occurs when the user selects plan 1 in the full screen frame settings dialog, closes the dialog, and then makes a change to the frame settings of plan 2. When the change is made, the coordinates from plan 1 that were displayed in the full screen frame settings dialog are incorrectly applied to plan 2. No parts have been replaced or received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a electrode and probe placement procedure (dbs stereotactic frame procedure), in cranial 3.0.1 when using the mirror plan feature they experienced an issue with the navigation system. It was noticed that if they attempt to manually change the entry point of the mirrored plan 2 using the stereotactic frame ring and arc values (integra crw stereotactic frame), plan 2 appears to un-mirror and overlay the original plan 1. This completely alters the target values as well as the entry point for plan 2 - lateral, anterior-posterior and vertical values. This issue appears to be associated with the mirror function and is reproducible. The only plan not altered is plan 1. The surgeon then has to redesign plan 2¿s target and entry point from beginning to end. Which was reported to typically occur as the neurosurgeon is finalizing the deep brain stimulation (dbs) lead in place. Unless there was recorded plan 2 target and trajectory values previously, this would now be lost. It was not reported in this case if there had been a previously recorded plan 2 for this procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the site elected to complete the procedure with the medtronic navigation system. As the representative corrected the values immediately and did not affect the procedure outcome. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.